Event description:
Customer received the following results: 314 mg/dl (08:19) compact plus system, 273 mg/dl (08:23) aviva system, 155 mg/dl (08:25) aviva system, 144 mg/dl (08:27) aviva system, 252 mg/dl (08:29) compact plus system, 144 mg/dl (08:30) aviva system,125 mg/dl (08:35) compact plus system, 305 mg/dl (08:38) aviva system, 129 mg/dl (08:42) compact plus system. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 303117, expiration date 08/31/2012). Reference medwatch report with patient identifier (B)(4) for the suspect device used in the compact plus system.